Event description:
A lady friend purchased a 2 oz bottle of natural lubricant for sexual intimacy made by a company called emerita. She used it on my penis on sunday ((B)(6) 2014). The next day ((B)(6) 2014), my foreskin was very inflamed, I went to my doctor and he prescribed a cortisone cream. It's now (B)(6) 2014 and I still have an inflammation, but it is finally getting better. I contacted emerita at 1-800-630-3741 on (B)(6) 2014. The spokes-lady was very matter of fact, not at all sympathetic, told me the product used on me was marketed for a woman. Nothing on the product description says that this product is exclusively for women and if so-what about transference to her counterpart (me)? If this product is for women only, it should say so in no uncertain terms. Sincerely - (B)(6). Diagnosis or reason for use: used as a sexual lubricant on my penis.